Manufacturer narrative:
A company representative has advised that getinge will not be providing service for this unit as the customer has traded in the iabp for new units.

Event description:
It was reported that calibration and waveform issues occurred on the cs300 intra-aortic balloon pump (iabp). It is unclear under which circumstances the event occurred; however, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that calibration and waveform issues occurred on the cs300 intra-aortic balloon pump (iabp). It is unclear under which circumstances the event occurred; however, there was no patient involvement and no adverse event was reported.